Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral component catalog # unknown lot # unknown; unknown patella catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown. Reporter had indicated that product will not be returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
Ii was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to instability.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.